Event description:
Initial pain in lower left abdomen in (B)(6) 2023. Ultra sound showed that essure coil had migrated into the uterus. Onset of debilitating anxiety and depression at this time. On (B)(6) 2025 bleeding and pain in lower left abdomen. Intermittent post menopausal bleeding and pain. Persistent anxiety and depression. Full hysterectomy on (B)(6) 2026 to remove essure coils.